Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the dial knob on the lap top ventilator 1000 unit was not able to change the fio2 (fraction of inspired oxygen) higher than 50% and the knob was stuck on parameters after changing the value 1 digit at a time. The issue occurred during patient use while in CT (computed tomography) evaluation which leads to desaturation, increased the peep (positive end-expiratory pressure) to +10 and fio2 and kept fio2 at 50%. The ventilator was taken out of service when the patient returned to the ICU (intensive care unit). The customer confirmed that the patient recovered and had no lasting effects.